Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the b30 scope communication error occurred due to damage to the image pickup unit and dirt on the electrical contacts of the video connector. In addition, the bending section rubber adhesive was missing and the video connector was broken. There were also scratches found on the operation part, grip, right/ left plate, video connector and bending section rubber. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex deflectable videoscope had an b30 scope communication error. There were no reports of patient harm associated with this event.

Event description:
According to the reporter, the malfunction was discovered on (B)(6) 2022, during pre-use inspection, prior to an unknown treatment procedure. A different device was used and there was no impact on the procedure. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. Date of event updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to damage to the image pickup unit and dirt on the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.